Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. Customer's blood glucose level was displayed as "high", although a specific value was not provided. Tandem technical support educated the customer about not removing their cartridge outside of loading sequence.